Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the manufacturer's representative was asked to check (by the physician) the patient's implantable neurostimulator (ins) while they were in the ICU. Impedances were reported to be normal and the ins was turned off while the patient was in the hospital. It was also noted that the patient was instructed to call the manufacturer due to the loss of their programmer. No further interventions were performed. It was unknown as to the cause and date of the patient's fall and its relationship to the ins system. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 748951 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4). (B)(4).

Event description:
It was reported that patient "fell down multiple flights of stairs and was paralyzed in the lower extremity." It was noted that this paralysis included his legs. It was noted that a CT myogram was performed and was reported as being normal. It was noted that the patient was in the intensive care unit (ICU) as the time of the report. It was noted that the device's impedance measurements were normal. It was further noted that the patient could feel therapy in the correct cervical location, but was unable to feel stimulation in his lower extremity, where the patient was experiencing paralysis. It was noted that the patient was "starting to regain feeling and sensation in his toes and wiggling" on the morning of the report. It was noted that the patient's device was turned down to 0 v and off. Additional information received reported that the patient had a CT scan, a myelogram and an x-ray performed. It was noted that the physician "wanted to make sure that the device worked and if there were any malfunctions." No interventions were scheduled. It was noted that the manufacturing representative turned the patient's stimulation while he was in the hospital.